Event description:
It was reported to boston scientific corporation that a spyglass discover digital catheter along with accessories were used in the laparoscopic common bile duct exploration (lcbde) during a cholecystectomy procedure on (B)(6) 2024. When the patient had a cholecystectomy with an intraoperative cholangiogram (ioc) in the laparoscopic common bile duct exploration (lcbde) on (B)(6) 2024. The physician reported the patient presented with bile duct leak on CT scan. On (B)(6) 2024, the patient was scheduled for an ercp follow up for a medical intervention. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code a24 captures the reportable event of bile duct leakage. Block h11: correction: block h6 patient code has been corrected.

Event description:
It was reported to boston scientific corporation that a spyglass discover digital catheter along with accessories were used in the laparoscopic common bile duct exploration (lcbde) during a cholecystectomy procedure on (B)(6) 2024. When the patient had a cholecystectomy with an intraoperative cholangiogram (ioc) in the laparoscopic common bile duct exploration (lcbde) on (B)(6) 2024. The physician reported the patient presented with bile duct leak on CT scan. On (B)(6) 2024, the patient was scheduled for an ercp follow up for a medical intervention. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code a24 captures the reportable event of bile duct leakage.